Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was reported that the lens probably had tore during loading but was only realized when the lens was injected into the eye. The lens was explanted. If additional information is received a supplemental medwatch report will be submitted.